Event description:
During the laparoscopic fundoplication procedure , generator shows instrument error after 2 minutes. No further information is available. No patient consequence. The case was completed with the same like product.